Manufacturer narrative:
The main pcb was returned to the resmed investigation site located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage.(B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device was showing a dc indicator even though the power supply was connected.there was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed that the device failed to accurately detect the power source and did not charge the internal battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported power issue was due to an isolated component failure within the device main circuit board (pcb). The pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).